Event description:
Additional information received reported that the patient returned to baseline by turning the stimulator down.

Event description:
It was reported that the trial patient had tingling in the legs and not in the back, where the patient was hurting. The patient¿s legs had also ¿felt like they were being electrocuted.¿ it had been thought that the patient may have changed something on the programming, but the patient ¿didn¿t touch anything.¿ when the patient had left, after the wires were inserted, she had been on program a. The patient had been able to feel the stimulation ¿even when stimulation was at 0, and when [the patient] turned it on, it felt like it was set at 100 and [the patient] got a lot of stimulation.¿ the patient¿s stimulation was off at the time of this report as the patient hadn¿t turned it on because she ¿didn¿t want it to shock her.¿ while sitting and having ¿plugged it in,¿ the patient had no tingling, and after sitting up, the patient wasn¿t feeling any stimulation, ¿but tried to increase stimulation real slow to see if it would work better.¿ the patient had stimulation at 0 and did not have tingling whilestanding. It was said that the stimulation was ¿not too bad now, but [the patient] will see how [the patient] feels.¿ after the completion of the trial it was said that the patient had not received a 50 percent reduction in pain after being reprogrammed and had never felt stimulation in the back, but only the legs. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. (B)(4).